Manufacturer narrative:
This device is intended for treatment, not diagnosis. The device was returned and a product development evaluation was performed. The returned instrument has a failure at the distal tip that cradles a 5.5mm rod. The outside prong is fractured. The return did not include the liberated piece. The remainder of the instrument is in good condition. Previous investigation for the same failure mode showed that the failure mode and location of failure were duplicated on a brand new bender from inventory in cadaver lab and benchtop settings when bending matrix 5.5 mm warm-worked co-cr rods. Material analysis performed on the returned part indicated that the process of welding 440b material around the perimeter of the rod slot is creating an as-cast condition in the welded material and increased carbide formation in the surrounding substrate (420a), making the materials more brittle and less tough than they would be in their typical wrought forms. Synthes initiated a corrective and preventative action, released a design change, and executed field action 184 to completely address this failure mode. History shows no complaints on instruments released after the design change. Since this failure occurred on a revision prior to the design change, the disposition of this complaint from a design perspective is valid. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The device was returned and a manufacturing evaluation was performed. The right side of the tip was broken off on the returned device. The bender corresponds to the drawings and processes at the time of manufacture. The hardness was checked and found to be good at 52.5hrc. Synthes released a design change to address the amount of breakages at the tip. The disposition of this complaint from a design perspective is invalid. Received mfg information on 6/27/2013. Placeholder.

Event description:
During a pediatric scoliosis correction procedure on (B)(6) 2013, the tip of the coronal rod bender broke off while making a rod adjustment. The surgeon used another coronal rod bender to make the final correction. The procedure was completed with no further problem. The broken tip was retrieved and discarded by the hospital. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
No irregularities were found during the device history record review which could lead to a breakage.